Event description:
A hospital in (B)(6) reported that five mr290 autofeed chambers leaked around the base during set up. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that the mr290 autofeed chamber leaked around the base during set up. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently attempting to retrieve the complaint devices. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: one complaint chamber was returned to the manufacturer and visually inspected. Results: the visual inspection revealed a crack on the chamber dome below the bracket and residues were found in 2 positions on the dome. A lot check revealed no other complaints of this nature for this lot number. Conclusion: our investigation results indicate that the cracking observed on the chamber was most likely caused by environmental stress cracking due to the chamber dome coming into contact with cleaning products, specifically products that are alcohol-based. Based on our inspection of the returned device, the residue present on the chamber dome indicates that the dome came in contact with cleaning solutions containing ethanol, which contributed to the cracking of the chamber. The mr290 humidification chamber is a single use device, manufactured in a clean working environment and as such does not need to be cleaned. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product" every mr290 chamber is pressure tested to (B)(4) following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. It also states that the maximum operating pressure is (B)(4). (B)(4).